Event description:
Info received indicates the head section brake doesn't work. The foot section brakes are working.

Event description:
Caller reported blood glucose results of 499 mg/dl and 136 mg/dl within 5 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.